Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert from their implantable cardioverter defibrillator due to elevated high voltage impedance. It was also noted that the pacing impedance has been increasing. No device intervention was performed. Patient is stable.